Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes returned to manufacturer on 5/6/2021 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Haptic damage (detached) was also observed but can be attributed to handling and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, shows that the units were released within specification. Historical data analysis: a search revealed one file in the complaint handling system as part of this production order, however, the complaint is not related to the codes used in this investigation. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: unknown, not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol) was explanted from the right eye (od) due to visual disturbance. There were no medical intervention, vitrectomy, sutures or incision enlargement required. Lens was replaced by a non johnson and johnson iol. No further information will be provided.